Manufacturer narrative:
The service call was cancelled by the customer. No evaluation completed. If additional information becomes available it will be reported as required.

Event description:
It was reported that a fuse was cut on the 2600 system. There was no report of patient injury.